Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported recurrent episodes of diabetic ketoacidosis requiring hospitalization, which he attributed to sensor-related issues. He stated that the dexcom g7 sensor was providing inaccurate glucose readings, which in turn affected insulin management, as the omnipod system relies on sensor data for proper operation. According to the patient, discrepancies between sensor readings and fingerstick measurements led to inappropriate insulin dosing, resulting in sustained hyperglycemia, ketone development, and subsequent hospital admissions. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.